Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 26, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut. A portion of one haptic was removed and the other haptic was bent. The lens was cleaned and, no further issues were observed. The complaint issue of ¿haptic damaged¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a broken haptic and had to be cut out of the right eye. The issue was observed after insertion. The patient had a complication of hyphema. A vitrectomy was performed and a total of two sutures were placed. The patient had a hyphema and corneal edema at one week post-operative visit. Through follow-up, it was learned that the surgeon is still awaiting the patient's one month postop appointment to find out if the corneal edema and hyphema are still persisting. The patient still had some corneal edema on day six and was using some antibiotic and steroid drops for that. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: code 4625 is to capture both vitrectomy and sutures. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.